Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel in a limb. A 4.0x100 75cm mustang¿ balloon catheter was advanced for dilation. After initially inflating the balloon, the lesion was insufficiently dilated. The pressure was then gradually increased and on the second inflation at 15 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.